Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found water leakage in the forceps channel (biopsy channel), liquid in the light guide plug. Blackout and an error e315 was observed. Based on the results of the investigation, the reported issue of "blackout occurred upon booting up" was confirmed. And found to be due to water invasion (leakage) caused blackout and error e315. A definitive root cause of water leakage cannot conclusively be identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a blackout occurred upon booting up the bronchovideoscope during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.